Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an atrial tachy response (atr) episode with noise that is being oversensed boston scientific technical services (ts) confirmed the noise and suggested bringing the patient to clinic for further evaluation. No adverse patient effects were reported. This device remains in service.